Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no adverse impact to the customer's blood glucose related to the cracked touch screen. As the pump was still functional, customer continued to use the pump for insulin therapy.